Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. No electrical testing could be performed due to separated and missing header. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during the explant of this implantable cardioverter defibrillator (ICD), the header of the device detached. Subsequently, the device was explanted and replaced successfully. No adverse patient effects were reported.

Event description:
It was reported that, during the explant of this implantable cardioverter defibrillator (ICD), the header of the device detached. Subsequently, the device was explanted and replaced successfully. No adverse patient effects were reported.